Event description:
Per the clinic, the device had extruded through the sclap (date not reported), resulting in a decision to explant the device. The device was explanted (B)(6) 2015.

Manufacturer narrative:
This report is filed march 27th 2015.

Manufacturer narrative:
(B)(4).